Event description:
It was reported that after the drain was placed in the patient, the user inflated the balloon of the reliavac for suctioning. One hour later, the user found the device was not draining and the balloon remained inflated. A hematoma formed at the location of placement. The hematoma was removed to replace the drain with another drain. The device was placed (B)(6) 2015 after spinal fusion surgery.

Manufacturer narrative:
Received a used sample of a two piece channel drain cut in tubing and drain. The piece of drain length measured 2". Drain length was found out of specification due to the fact the rest of the drain was not returned. The total length of the sample received measure 37.437". Visual evaluation found no manufacturing deficiencies. A suction test was performed connecting the clear tubing to a connector and to a 100 cc evacuator. No suction was detected, water did not pass through the tube and drain channels. The drain was dissected from the connector-drain bonding for evaluation under 10 x magnification and it was found that all channels were obstructed with adhesive as well as part of the connector. It was confirmed that the reported event is a manufacturing related issue. The lot number is unknown therefore a device history record could not be reviewed. (B)(4).